Manufacturer narrative:
(B)(4).

Event description:
He product was evaluated. An exterior visual inspection was performed and passed. A receiver charge and boot were performed and passed. Functional tests were performed and passed all. A "try it" test was performed and passed. Performed communication tool intermittent audio test and passed. An interior visual inspection was performed and passed. The speaker was measured and passed. The receiver log was downloaded and reviewed finding patient acknowledged the alert prior to the audible alert. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.